Event description:
Arterial line disconnected related to faulty equipment. Arterial line placed by provider at 2am, patient alarming for disconnect at 2:30am, nurse walked in room to arterial blood spraying proximal connector piece from arterial line found to have crack in it. Arterial line had to be replaced at hub. Manufacturer response for arterial line device, (brand not provided) (per site reporter) [redacted date] requested mailer from manufacturer rep.